Event description:
Manufacturer reference#: 231166.

Manufacturer narrative:
It was reported that the ventilator shuts off with constant alarm. Our field service engineer verified that the user interface was blank and the ventilator was constantly alarming. After investigation, he found that the control cable and thedc/dc & standard connectors printed circuit board (pcb) socket where damaged. He replaced the dc/dc & standard connectors pcb and control cable after which the ventilator worked according to its specification. No part was returned. The extent of the damage to the dc/dc & standard connectors pcb is not known. A damage to the control cable and its connections only will not affect ongoing ventilation. If an internal power failure related to the dc/dc & standard connectors pcb occurs during ventilation it may lead to stop of ventilation. Alarms will be generated. The conclusion in this matter is that our field service engineer confirmed the reported issue and found that the control cable and the dc/dc & standard connectors pcb socket where damaged. As no goods were returned for investigation, the root cause could not be determined.

Event description:
It was reported that the ventilator shuts off with constant alarm. Patient involvement is unknown. (B)(4).